Event description:
It was reported that the insulin pump is not delivering insulin causing high blood glucose. Customer stated that the insulin pump is not alarming no delivery. The insulin pump has been having problems for one month. The blood glucose reading is 165 mg/dl. Customer declined to troubleshoot; she is working. Customer will call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.